Manufacturer narrative:
(B)(4).

Event description:
It was reported that the superior vena cava (svc) impedance was out of range. Testing was performed with and without the svc being used. The svc was disabled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance on the defibrillation svc coil was found to be out of range high. One patient alert was noted for this condition. The weekly high voltage lead trend data show an increase for max impedance between 2013-(B)(6). (B)(4): 4194 implantable pacing lead 2008-(B)(6), p2744 competitor implantable tachy lead 2006-(B)(6), (B)(4).